Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: force sensor calibration outside of specifications.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple records of loss of prime and no cartridge detected alarms. On testing, rewind, load and prime sequence was performed without loss of prime. The pump was exercised for 24 hours without the occurrence of loss of prime. The force sensor was evaluated and found to be out of specifications. The pump was opened for investigation and revealed a damaged force sensor assembly wire.